Event description:
The customer reported the device shut off while operating in battery mode on a patient. There was no patient harm.

Manufacturer narrative:
The battery was returned to the manufacturer for failure investigation. The battery was tested and it the findings were that the overcurrent limit parameter "oc (1st tier) dsg" in the customer returned battery was set to 4.5a instead of 15a per specification. This caused the battery to shut off when a current peak occurred during disconnection of the patient circuit. Changing the overcurrent parameter temporarily to the specified value resolved the problem.